Manufacturer narrative:
The pump will not be returned to the manufacturer for evaluation, as the hospital staff did not save the pump for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lad). The MFR received the user facility report ((B)(4)) from (B)(6). The report indicated that high pump power consumption was noted (16 watts). The tee demonstrated inflow cannula tip directed toward the anterior septum and anterolateral wall. No overt obstruction was noted. The pt's phgb = 333 mg/dl. The physician suspected pump thrombus. Additional info was received from the vad coordinator that the pt expired. The pt was very sick prior to the implantation of his pump and never recovered after the implant and his condition progressed to multisystem organ failure. Support was withdrawn by the family. The vad coordinator stated that she does not feel the pt's death was related to the pt's pump. The hospital staff did not save the pt's pump for evaluation.